Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported blood loss, hypertension and pain appear to be related to operational context. In this case, it is possible that the blood loss, hypertension and pain is due to the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply)

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified superficial femoral artery (sfa). Treatments were performed with intermittent 30 second runs in the sfa ostium first, then the profunda ostium. After a few treatments, the patient experienced pain/discomfort down their leg. No visible embolization was present and the pain resolved quickly. Post treatment, the patient had severe hypertension. A few hours post operation, the patient had systolic 210-216 mmhg and transient hemoglobinuria. The patient had good results from the procedure, and the next day the blood pressure, urine and blood tests were normal. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified superficial femoral artery (sfa). Treatments were performed with intermittent 30 second runs in the sfa ostium first, then the profunda ostium. After a few treatments, the patient experienced pain/discomfort down their leg. No visible embolization was present and the pain resolved quickly. Post treatment, the patient had severe hypertension. A few hours post operation, the patient had systolic 210-216 mmhg and transient hemoglobinuria. The patient had good results from the procedure, and the next day the blood pressure, urine and blood tests were normal. The patient was in stable condition. In the physician's opinion, orbital atherectomy contributed to the patient complications. Nitro sublingual administration occurred during the procedure to treat the hypertension. All patient complications were transient and resolved the morning after the procedure.